Event description:
Event description guidant received information that the battery status indicator of this implantable cardioverter defibrillator (ICD) is middle of life 2 (mol2) with a monitoring voltage of 2.60 v. Three months ago the monitoring voltage was 2.86v. There have been only three shocks, associated with inductions at implant. The patient does not pace. Settings are vvi 40, 2.6 v @ 0.5 ms with 727 ohms, 0% pacing. The local guidant representative is concerned that the battery is that far down already. The device has only been implanted one year. A save to disk was performed and returned to guidant for engineering analysis.,